Event description:
The zbis graft was introduced into the left femoral artery of the patient. Upon insertion, it was noticed that the device needed to be rotated to align with the left hypogastric. The rotation of the device was successful, but when attempted to expose the preloaded catheter, the rotational energy deployed the graft along with the catheter. The graft deployment wasn't a concern, but the catheter wasn't back-bleeding, and a wire couldn't be advanced. They counterrotated the device as it appeared that the catheter may have been twisted internally. After rotating, they were then able to advance a wire through the pre-loaded catheter and proceed with the procedure. When removing the trigger wires, it appeared that the catheter was trapped under them rather than in the groove of the gray positioner. The result of the procedure was a good final angiogram with the type 1b endoleak resolving. No additional procedure reported. No patient impact reported. Additional devices used during the procedure: zsle-16-74-zt; lunderquist wire; coda balloon; glide catheter, straight configuration; floppy glide wire, 12 fr ansel sheath, indy snare; gore vbx stent (11 mm x 79).